Manufacturer narrative:
Device evaluation begun, but not yet completed.

Manufacturer narrative:
The returned device was evaluated at its manufacturing facility. The presence of a split in the monitoring port cap was confirmed. When the split cap was replaced on the monitoring port, and subjected to a leak test, the device passed the leak test. Therefore, the integrity of the cap?s seal on the monitoring port appeared not to be compromised. The cause of split cap could be due to the cap having being re-applied incorrectly or, due to a deviation (split) having been present upon receipt from the supplier. Caps are not inspected by production; the 100% leak test is used to ensure filter is functional. It is possible that the split cap was due to a molding error at the supplier. For example as a result of ?hot tip blocking? Since the cap is the last filled section of the tethered cap component during the molding operation. The molder has been notified of this event. There were no deviations detected in the review of the device history record, and no similar reports have been reported from other customers. Summary: the user?s report was confirmed, but the deviation in the cap was determined to be non-functional. This is considered an isolated incident. Unless substantially significant information becomes available, this constitutes a final report.

Event description:
It was reported that the cap covering the monitoring port of the device that had been placed in the anesthesia breathing circuit detached and developed a split that was detected after approx 2 hour of usage. No injury was reported.